Event description:
It was reported that the guidewire became stuck on the jetstream, resulting in a guidewire tip detachment, tip embolization, and the tip remained in the patient. A thruway guidewire and 2.1mm jetstream xc atherectomy catheter were selected for use in a atherectomy procedure. The lesion was located in the femoropopliteal segment, was severely calcified, mildly tortuous, and 80% stenosed. During the procedure, the physician advanced the jetstream xc atherectomy catheter, initiating atherectomy from the femoropopliteal segment to the proximal third of the posterior tibial artery. When removing the jetstream xc atherectomy catheter, the guidewire was found to be stuck to the catheter. The guidewire was removed together with the jetstream xc atherectomy catheter. The floppy tip of the guidewire separated and embolized in the distal segment, to the posterior tibial artery, obstructing the flow. The physician attempted to retrieve the embolized guidewire; however, the institution did not have a retrieval device and the guidewire tip remains in the patient. The patient will continue to be monitored through follow-up visits and is expected to fully recover.